Event description:
It was reported that the patient presented in hospital for a ventricular nips procedure. When device was interrogated, a message was displayed for possible hv lead issue. Alerts have also been received for out of range impedance. Aborted therapies were found. Noise was found with provocation testing. Insulation damage suspected. Device was reprogramed rv-can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.